Event description:
It was reported that the insulin pump had a ring that came out from the reservoir compartment. The caller did not know the blood glucose reading. The caller stated that the ring may have either been the o-ring that sealed the reservoir compartment or whether the reservoir locked in place. The call was disconnected before the replacement process could be completed. The customer would be contacted to follow through with replacement of the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.